Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 264. Reportedly, the customer failed to change their supplies the night before and believes a bad site possibly contributed to their elevated bg levels. A supply change, pump bolus, and injection were delivered to address bg level. Recommendation was made to consult with a health care provider to discuss diabetes management.